Event description:
It was reported that there was foreign matter inside the packaging with a bd¿ syringe luer slip. The following information was provided by the initial reporter, translated from portuguese to english: product with intact packaging, but presenting dirt inside the packaging and the product, making it impossible to use.

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect were observed. The sample sent by the customer was verified and it was possible observe foreign matter ¿ dirt. This occurrence is related to a contamination during production process caused by personnel failure during the packaging line clearance. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter inside the packaging with a bd¿ syringe luer slip. The following information was provided by the initial reporter, translated from (B)(6) to english: product with intact packaging, but presenting dirt inside the packaging and the product, making it impossible to use.